Event description:
It was reported that the lead explanted and replaced during device change-out for normal eri. No electrical anomalies were detected. An insulation abrasion was noted after explant but it was not known if it was present prior to the procedure, or occurred during the procedure. The patient was in stable condition post-procedure.